Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). This report is for unknown proximal femoral nail antirotation (pfna) impactor/unknown lot number. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that intraoperatively on (B)(6) 2017 the handle of an unknown proximal femoral nail antirotation (pfna) impactor broke. Procedure was finished without issues and no patient impact. Complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation summary has been completed. The manufacturing documents were reviewed and no complaint related issues were found. The preliminary cause was identified in a corrective action regarding a design issue for welding of the impactor. Therefore no further evaluation on this complaint will be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states. The device history records review results are as follows: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.